Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a dissecting aneurysm at the vertebral artery, an enterprise2 4mmx23mm no tip intracranial stent (enc402300, 6572094) was used, but the wire seemed stuck in the sheath (hub) and could not be advanced. Attempted to advance several times, but the same situation occurred. Therefore, the microcatheter was replaced from a phenom 21 to rebar 21 to a headway 21, but the same situation occurred. Supposed that the taper at the tip of the sheath was collapsed, cut off a part of the taper and inserted into the microcatheter (mc) again, but could not insert the enterprise 2. Finally, replaced with another new stent and the procedure was completed. There was no negative impact to the patient. A continuous flush was done. Additional event information was received on 15-jan-2024 indicating that torque was not applied to the device. There was no evidence of physical material within the device. A syncro 14 guidewire was able to pass the mc with no issues. The mc did not kink or bent. The procedural was delayed for about 20 minutes. A non-sterile enterprise2 4mmx23mm no tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent was still attached to the delivery wire inside the introducer. No appearance of damages were observed. Microscopical inspection was performed, and the stent component was disengaged from the delivery wire. A functional test was attempted; however, the stent could not be advanced due to the disengaged condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6572094. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter's hub cannot be evaluated through functional test due to the disengaged condition of the stent. However, this condition is the result of the delivery system being attempted to advance several times, and based on this, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. The cerenovus enterprise vascular reconstruction device and delivery system is designed for use under fluoroscopy with the prowler® select¿ plus infusion catheter, (a 0.021" inner diameter, 5 cm distal length infusion catheter manufactured by cerenovus). Caution: compatibility with other infusion catheters has not been established. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a dissecting aneurysm at the vertebral artery, an enterprise2 4mmx23mm no tip intracranial stent (enc402300, 6572094) was used, but the wire seemed stuck in the sheath (hub) and could not be advanced. Attempted to advance several times, but the same situation occurred. Therefore, the microcatheter was replaced from a phenom 21 to rebar 21 to a headway 21, but the same situation occurred. Supposed that the taper at the tip of the sheath was collapsed, cut off a part of the taper and inserted into the microcatheter (mc) again, but could not insert the enterprise 2. Finally, replaced with another new stent and the procedure was completed. There was no negative impact to the patient. A continuous flush was done. Additional event information was received on 15-jan-2024 indicating that torque was not applied to the device. There was no evidence of physical material within the device. A syncro 14 guidewire was able to pass the mc with no issues. The mc did not kink or bent. The procedural was delayed for about 20 minutes.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.